Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had issue with insulin pump. Customer's blood glucose value was 13 mmol/l at the time of the incident and current blood glucose value was 11.8 mmol/l. The customer was assisted with troubleshooting. Customer believes the insulin pump was not administering insulin as it should. Customer states they increased amount of insulin administered due to previous high blood glucose. Customer was able to perform high pressure test at that time. Customer states they performed the high pressure test and results of test was passed. Customer had a tubing clamp available. Customer states they performed the displacement test and results of test was passed. Customer noticed that the inside of the reservoir compartment had insulin inside. Customer states no damage to reservoir lip ring. The device will be returned for analysis.